Event description:
This lead developed high thresholds and the physician decided to reposition this lead on (B)(6) 2012. This lead remains actively implanted. Should additional info become available, this file will be updated.